Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient¿s vision was bad, had trouble with glare, and dint feel safe driving the motorcycle. The iol was exchanged for a different model, in a secondary procedure 105 days following the initial implant procedure. Additional information has been requested; however, further information has not been received.